Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the outcome of the event was resolved without sequelae as of (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having moderate pain on their left lower extremity; the clinical diagnosis was lumbar radiculopathy. During interrogation, it was found that electrodes 0 to 7 and 8 to 15 had high impedance. It was noted that the event was related to the device or therapy, and not related to the implant procedure. Interventions planned included an implantable pulse generator (ipg) and leads replacement scheduled for (B)(6) 2019 . The outcome of the event was noted to have been ongoing. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the cause of the high impedance was not determined. No further complications were reported/anticipated.